Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
During evaluation of the infusion device, it was found the up and down buttons do not function correctly. No adverse event was reported. Additional information will be submitted when the evaluation is complete.